Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.

Event description:
During a craniotomy for tumor removal, while the surgeon was inserting the 5mm matrixneuro screws into the ultra low profile plate, 4 of the screw heads broke off upon insertion. The broken screwheads were discarded, the shafts remain implanted. The surgeon repositioned the plate slightly, and then inserted new screws. The procedure was completed without further problem and no delay to the surgery. In addition a screwdriver blade became damaged during screw insertion, and will not function properly. This is 4 of 4 reports for the same event, complaint (B)(4).